Event description:
It was reported that this right ventricular (rv) lead was explanted due to high defibrillation threshold tests. Another rv lead was implanted to complete the procedure. The rv lead has not been returned for analysis at this time. No additional adverse patient effects were reported.